Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I hbsag qualitative ii confirmatory lot 09121fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Additionally, clinical sensitivity of the alinity I hbsag qualitative ii confirmatory assay has been evaluated with a retained in-house kit of the same lot# 09121fn00 and met all specifications, confirming that this lot is meeting the alinity I hbsag product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii confirmatory (lot# 09121fn00).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21. Patient identifier: complete sid: (B)(6).

Event description:
The customer reported a false positive alinity I (B)(6) qualitative ii confirmatory result on one patient that was repeat reactive for the (B)(6) assay. Results provided: (B)(6): (B)(6) n: 64% neut (> = 50%) -> partial assay (B)(6): 3.99 s / co (> = 0.70 s / co) and partial assay (B)(6): 1.6 s / co -> confirms positive; other results provided on another alinity: (B)(6) = 1.48 s/co, (B)(6) = 375.82 miu/ml, (B)(6) = 0.10 s/co. Sample from (B)(6): (B)(6) n: -8% neut (<50%) -> partial assay (B)(6): 1.55 / 1.60 s / co (<10.00 s / co) and partial assay (B)(6): 1.71 s / co -> not confirmed; other results provided: (B)(6) = 1.78 s/co, (B)(6)= 0.325 s/co, (B)(6) = 0.00 iu/ml; (B)(6): (B)(6) = 1.03 / 1.03 s/co, another alinity (B)(6) = 0.00 iu/ml; (B)(6) = 621.05 miu/ml; (B)(6) = 0.06 s/co. No impact to patient management was reported.